Event description:
It was reported that a spectrum pump will not restart after a downstream occlusion alarm. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the pump will not restart after a downstream occlusion alarm which was not reproduced but confirmed through a review of the event history log. Evaluation experienced a constant downstream occlusion alarm and the downstream sensor current reading was out of specification with a fluid filled set loaded. This elevated signal level is the cause for the downstream occlusion alarm and with a false downstream occlusion present the pump will not auto-restart. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.